Event description:
The patient presented to the clinic after hearing his device alert. The patient also advised he experienced one recent episode of light-headedness. Interrogation of the device revealed the device had reached eos. The physician also noted one episode of vf that was not treated by the device, presumably due to the low battery voltage. It was reported the device was explanted and replaced due to premature battery depletion. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.